Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during a cholecystectomy procedure, the instrument did not close properly on the tissue. When the surgeon was able to close the instrument; the green button was pushed and the handle was closed but it did not fire and the blade did not come out . The surgeon reloaded again the same staple cartridge , pushed the green button tried to fire but again nothing. No patient injury or extension in surgical time. To correct the condition they used a competitor's stapler.